Event description:
On (B)(6) 2009, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that patient fell and subsequently lost stimulation on his right side. The lead was explanted and replaced. The patient is currently satisfied with the stimulation.

Event description:
The customer reported an odor/smell due to an oil leak with the sterrad nx unit. A female end user had an eye reaction. The end user went home and symptoms subsided without any medical treatment. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The fse assessed the unit and replaced the vacuum control valve, lamp, oil return/hose. And interface board to resolve the issue. The unit was tested and met specifications. The unit passed the empty chamber test. This is one of three reports from the same facility. See MDR# 2084725-2009-000533 and 00534.